Event description:
It was reported that this right ventricular (rv) lead was explanted due to stimulations even at low output. Perforation is suspected by the physician. Helix could not be retracted at the moment of explant. Lead was returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to stimulations even at low output. Perforation is suspected by the physician. Helix could not be retracted at the moment of explant. Lead was returned to boston scientific. No additional adverse patient effects were reported.